Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard and audible alert and went to the emergency room. It was found that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and increased short v-v intervals/ sensing integrity counter (sic). There was also oversensing noted on stored egms (electrograms), non-sustained ventricular tachycardia episodes, and high/undefined pacing impedance. A lead fracture was confirmed. The device and alerts were programmed off until the lead revision procedure. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.